Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose. Blood glucose reading was 600 mg/dl. Bent cannula was found on the set after it was removed. Advised customer to send the sets with the bent cannula back for analysis. The customer stated that he was not using the sensor due to discomfort. Nothing further reported.